Event description:
The customer reported that there was a crack in the screen of the insulin pump. Cracks were also mentioned to be located on the battery cap. The customer's blood glucose was not known, nor was it known how the damage occurred. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at display window corners, display window and battery tube threads, minor scratches on the lcd window, and a broken belt clip slot. (B)(4).